Event description:
Info received indicates the brake will not hold on the bed.

Manufacturer narrative:
The hill-rom tech found the brake caster would not lock. The tech replaced the casters to repair the bed.